Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. It was reported that the insulin pump¿s reservoir gasket was missing, and the reservoir ring was unable to lock into the insulin pump. Customer is unsure how it happened, but it was noted the device was not dropped, bumped, or in a car accident. No troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement insulin pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken insulin pump for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with pillowing keypad overlay, broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.